Manufacturer narrative:
One cadd solis hpca pump was received in good physical condition. There was no evidence of an accuracy issue in the event history log. Three separate delivery accuracy tests were performed and the reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical pump failed volumetric accuracy testing. It was noted by the site that "the volume ran at 15ml instead of 20ml". There were no reported adverse events.